Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump shut down. Reportedly, the contact did not acknowledge pressing the button down while charging. Blood glucose level was 300 mg/dl. Reportedly, the pump powered back on after the customer charged the pump battery.